Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have cracks on the grip input shaft five. Other backend components adjacent to the cracked inputs do not show damage. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The complaint was confirmed by failure analysis.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument's movement was greater than usual when the instrument was rotating. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) I followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue and no patient injury.